Event description:
It was reported that the lead warning triggered, and the lead exhibited low impedance and an apparent insulation issue. The lead polarity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.